Event description:
It was reported by service report that the bed exit could not be activated. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: bed exit could not be activated because the footboard circuit board had become dislodged on the modules.